Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 130 units, and the insulin gauge remained static at 55 units since (B)(6) 2016. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer was able to load a new cartridge and received an accurate fill estimate.